Manufacturer narrative:
The insulin pump was programmed with two boluses and down loaded using carelink pro. The insulin pump information down loaded properly and the boluses were shown in the bolus history report. No memory anomaly was noted. However, alarms were noted in the history screen due to a corrupted history file. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not uploading to carelink. Advised insulin pump would be replaced. No additional information was provided.